Event description:
It was reported that the patient's artificial urinary sphincter (aus) cuff and balloon were explanted due to recurring incontinence. The patient's aus system was a double cuff system. The distal cuff was explanted and a new 3.5 cm cuff was implanted. A new 71-80 cm h2o balloon was also implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Device evaluation provided.

Event description:
It was reported that the patient's artificial urinary sphincter (aus) cuff and balloon were explanted due to recurring incontinence. The patient's aus system was a double cuff system. The distal cuff was explanted and a new 3.5 cm cuff was implanted. A new 71-80 cm h2o balloon was also implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Device analysis: as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.